Manufacturer narrative:
Service was not requested for the ventilator by the user facility. Further received information stated that the side rail mounted on the ventilator carrier, which the support arm is clamped upon, became loose and was the reason for the endotracheal tube dislodgment. No photos were provided and no parts have reportedly been replaced. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, a support arm separated from the ventilator carrier and caused an endotracheal tube dislodgment. There was no patient harm. Manufacturer's ref #: (B)(4).